Event description:
Order for ampicillin for infant. Opened new package of microbore tubing and primed with antibiotic. Set up the pump; hooked it up to infant's IV after flushing with ns. At end of infusion puddle of fluid noticed beneath the pump. Tubing was broken at the connecting site. No antibiotic infused.what was the original intended procedure?antibiotic infusion.device #1is this a laboratory device or laboratory test?no.